Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a generator change. Prior to the procedure it was noted that the right atrial lead failed to capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable.